Manufacturer narrative:
(B)(4). The device was discarded at the facility and not returned to the manufacturer. A device history review was performed pursuant to atricure process and procedures which revealed no high scrap rates abd no non-conformances for this lot. There was one re-work noted however no devices were scrapped and all devices passed 100% inspection. A deviation was issued however unrelated to the reported issue. There is nothing in the device history review to indicate devices released that would have caused or contributed to the reported event. Device discarded at facility.

Event description:
It was reported that during a left-sided mitral maze, the clip was opened but not used. During testing, prior to inserting the device into the patient, the clip was observed to not close. Another device was opened and used to complete the procedure without further consequence. There was no delay of case or affect on patient outcome.